Event description:
It was reported that over the last year this implantable cardioverter defibrillator (ICD) delivered multiple inappropriate anti-tachycardia pacing (atp) and shocks for atrial fibrillation (af) with rapid ventricular response (rvr). Boston scientific technical services (ts) recommended the patient follow-up with their physician. This ICD remains in service. No additional adverse patient effects were reported.